Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter on (B)(6) 2013 implanted at (B)(6)". Pt outcome: it is alleged that "pt was injured." Hosp and med records have been requested.

Manufacturer narrative:
(B)(4). The 510(k) could be either k090140, k073374, k061815, k112119, k121057 or k121629. Investigation is still in progress.

Manufacturer narrative:
This event has also been submitted to FDA under manufacturer report # 3002808486-2014-00015. All future medwatch reports concerning this event will be referred to manufacturer report # 3002808486-2014-00015 and manufacturer report # 3002808486-2015-00050 will be closed/cancelled. (B)(4). Catalog#: unknown but referred to as a cook celect filter. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter on (B)(6) 2013 implanted at (B)(6)" additional information received: filter was placed pointed towards the central lumen of the vena cava, l2/l3. Alleged migration, fracture, organ perforation, two struts in kidney. According to med records: pt is undergoing multiple procedures for complications of gastric bypass surgery and needing the filter to be removed. "Unsuccessful filter retrieval on (B)(6) 2014 at (B)(6): performed a vena cavagram finding a fractured limb that appears almost outside of the vena cava. Tried to snare the top of the hooks multiple times but a firbrin cap prevented from getting hold of this area. Balloon angioplasty moves the filter away from the wall but does not disrupt the cap. It is noted that one of the struts from the filter is broken and the limb of the filter is out to the right side laterally of the vena cava and is not apparently in the vessel, could be in a lumbar branch. No extravasation, no filling defect, no complication features are seen". "(B)(6) 2014 CT of abdomen: an inferior vena cava filter is present. A limb of the inferior vena cava filter is detached and extends through the mid zone of the right kidney. The distal tip extends to the lateral cortex which is more lateral in position when compared to the prior examination. Additional limbs are now seen within the right collecting system as well as the proximal transverse portion of the duodenum". "(B)(6) 2014 percutaneous retrieval and removal of inferior vena caval filter. No thrombus was present within the existing inferior vena cava filter. It was successfully captured and removed". Patient outcome: pt experienced pain in the kidneys, abdomen and back.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k090140, k073374, k061815, k112119, k121057 or k121629. Investigation is still in progress. (B)(4) since catalog# is unknown the 510(k) could be either k090140, k073374, k061815, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter on 24jul2013 implanted at (B)(6)" additional information received: filter was placed pointed towards the central lumen of the vena cava, l2/l3. Alleged migration, fracture, organ perforation, two struts in kidney. According to med. Records: pt is undergoing multiple procedures for complications of gastric bypass surgery and needing the filter to be removed. "Unsuccessful filter retrieval on (B)(6) 2014 at surgical care associates: performed a vena cavagram finding a fractured limb that appears almost outside of the vena cava. Tried to snare the top of the hooks multiple times but a firbrin cap prevented from getting hold of this area. Balloon angioplasty moves the filter away from the wall but does not disrupt the cap. It is noted that one of the struts from the filter is broken and the limb of the filter is out to the right side laterally of the vena cava and is not apparently in the vessel, could be in a lumbar branch. No extravasation, no filling defect, no complication features are seen". "(B)(6) 2014 CT of abdomen: an inferior vena cava filter is present. A limb of the inferior vena cava filter is detached and extends through the mid zone of the right kidney. The distal tip extends to the lateral cortex which is more lateral in position when compared to the prior examination. Additional limbs are now seen within the right collecting system as well as the proximal transverse portion of the duodenum". "(B)(6) 2014 percutaneous retrieval and removal of inferior vena caval filter. No thrombus was present within the existing inferior vena cava filter. It was successfully captured and removed". Patient outcome: pt experienced pain in the kidneys, abdomen and back.